Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The hcp reported that the patient was having falls and leg weakness and they wanted to do a lower back MRI. The hcp reported that the patient was in inpatient and her hospitalization was related to the falls and leg weakness. The hcp reported that it was unknown if the fall and leg weakness was related to the device or therapy. The hcp didn¿t have further details about the patient¿s health status. No further complications were reported.